Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a second valve was implanted for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.